Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v799458, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that the patient's system was removed due to infection. No further information was reported. If additional information becomes available, a follow-up report will be submitted.